Manufacturer narrative:
Product complaint (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, it was reported that the drill flexible handle is damaged; it does not hold the drill. When using with the engine, the drill bit is released from the flexible drill bit holder. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the ball plunger of the quickset rgd dr sft qck cple does not retract causing that the locking mechanism does not work correctly. The locking mechanism appearance was worn and slightly stripped. A complete functional test was not performed since the mating device was not returned. However, the coupling connection of the device was checked manually, and it was detected that the mechanism does not work as intended, the reported unable to assemble condition can be confirmed. A search of the complaint database found similar reports and the potential cause could be related to the customer removing the drill bit before the drill bit holder is in the unlocked position stripping the locking mechanism. A dimensional inspection for the device was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset rgd dr sft qck cple would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) was performed for the finished device [227453000 / so2057315] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The drill flexible handle is damaged; it does not hold the drill. When using with the engine, the drill bit is released from the flexible drill bit holder. There was a 5 minute surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.